Event description:
It was reported that during an unknown procedure, there were no clips in the stapler anymore. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Feeder shoe.